Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two kinked cannula events on 27-may-2024. The event occurred after three hours of insertion. The infusion set was in use for 6 to 8 hours. The infusion set was inserted at thigh. Blood glucose level reported during the event was 350 mg/dl. The patient took correction via multi-daily injection to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.